Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their blood glucose information was not available in the history and that the blood glucose information was not on the status screen of the insulin pump. The customer's blood glucose level was 78 mg/dl at the time of the incident. The customer also stated that the insulin pump ran through self-test on its own, set temp basal and shut off by itself. The customer stated that self-test passed but the insulin pump kept going off on its own. There was no indication of troubleshooting or the issue being resolved during the call. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with blank display, problem isolated to lcd board. Unable to perform operating currents, self-test, unexpected alarm error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify communicate to blood glucose meter, missing segment/partial display or button keypad anomaly due to blank display. No moisture/damage/unlocked lcd keypad connector during visual inspection noted. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window and cracked case at reservoir tube window corners.